Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted, and the articulation lever was in neutral position. The instrument was loaded with a pmv representative and reload was applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the incident device has been received and still under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a thoraco/wedge/segmental resection. The surgeon connected the reload to the handle and tried to fire the device, however, the handle was stiff and the knife did not advance. The case was successfully completed with a new handle and reload. No patient injury.